Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals that resulted in false signal artifact monitor (sam) events. The noisy signals were present on this right atrial (ra) and the right ventricular (rv) channels which caused a vector switch and disabled minute ventilation (mv). It was noted the caller believed the patient had a cardioversion that day. Technical services (ts) discussed reprogramming options and turning the mv back on. Additional information was requested from the field. This ra lead remains in service. No adverse patient effects were reported. Additional information was requested from the field. At this time, no further information was available. The cardioversion procedure was unable to be confirmed on the day that the sam events were stored. This investigation will be updated should further information become available in the future.